Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent another procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence. Additionally, on (B)(6) 2008, the patient underwent another procedure due to genuine stress urinary incontinence, anterior vaginal prolapse, menorrhagia, dysmenorrhea and uterine prolapse and mesh was implanted along with concurrent hysterectomy, abdominal sacral colpopexy, sigmoid rectopexy, enterocele repair and cystoscopy. It was also reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. It was further reported that the patient underwent urethral collagen injections for the treatment of stress urinary incontinence on (B)(6) 2008 and (B)(6) 2008. The report indicates no extrusion and that the doctor could see a little bit of the mesh for a few centimeters anteriorly but little to none posteriorly overall. On (B)(6) 2011, it was found the patient had a cystocele with hypermobility of the anterior vaginal wall, significant bladder neck hypermobility and a positive cough test. She had a distal rectocele, perineal bulging and a ridge near her left urethrovesical angle; no actual erosion was visible. The patient underwent cystoscopy and bladder hydrodistention for pelvic pain on (B)(6) 2011. (B)(4).